Manufacturer narrative:
Concomitant medical products: 5071 lead, implanted (B)(6) 2008, 5068 lead, implanted (B)(6) 1999. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing shortness of breath. The right ventricular lead had high threshold. The lead remains in use. No further patient complications have been reported as a result of this event.